Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump's cassette sensor was found to be defective during testing. If this failure mode occurs during infusion, it will interrupt therapy and potentially impact patient.